Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported on 16dec2025, that the intracranial hemorrhage was spontaneous. The patient symptoms were unable to be assessed. The device operated as expected.

Event description:
It was reported that the patient passed away due to an intracranial hemorrhage. The pump was not explanted and an autopsy would not be performed. The outcome was not considered to have been device or therapy related. The device parameters were within normal limits.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.